Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a missing bolt on the clamp assembly was noted. A functional evaluation revealed that the device failed the weight test. The piston migration was at 2.2 inches, which is indicative of hydraulic fluid loss. The reported failure was confirmed and the root cause has been determined to be a seal failure. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product.

Event description:
It was reported that spider's fixation arm is loose. No case reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.